Manufacturer narrative:
The lead and device remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead and pacemaker displayed low r wave measurements in both configurations. At the last follow-up visit, undersensing was noted and the sensitivity was adjusted. During the recent follow-up visit oversensing was noted and resulted in ventricular tachycardia. Technical services was contacted and recommended additional testing and discussed programming options. No adverse patient effects were reported.